Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a " scan again in 10 minutes " message displaying on the same day of sensor application. Due to delivery delay, customer was unable to test and experienced "discomfort", requiring third-party treatment of sugary water by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.